Manufacturer narrative:
One device was received for evaluation. Visual inspection was performed. Functional testing was able to determine that an anomaly in the downstream occlusion sensor was the root cause. A high-pressure alarm was revealed in the event history log, confirming the reported problem. The sensor was replaced. The device then passed all testing criteria. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was stated that a blockage alarm occurred. The event occurred during patient use at the patient's home. There was patient involvement and no patient harmed reported.